Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm vollure¿ xc. A week later, patient was again injected with the same syringe of juvéderm vollure¿ xc. Approximately 4 weeks later, the syringe was reused and a third injection was performed. All injections applied to the tear trough. About 4 and a half months later, patient presented with a granuloma at the injection site. Granuloma was not confirmed via biopsy. The patient was treated with hylenex that day. 12 days later, an additional round of hylenex was provided. The symptoms are ongoing.